Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine corornary cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 12 atm. Subsequently, the device was simply pulled out from the patient's body and all the components were completely removed without problem. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.